Event description:
Related manufacturer reference number (B)(4). It was reported that there was a fracture in the lead when doing the analysis, which may or may not have occurred during explant. The patient had reported that the device was unable to be set to MRI mode. The system was explanted.

Manufacturer narrative:
The report of ¿unable to set ipg to MRI mode¿ was not able to be confirmed. Analysis of the returned paddle lead found a broken wire at channel one, in the paddle at the contact site. Output resistance and inter-channel continuity testing passed for all other channels. Analysis of the device was not able to ascertain if the wire was broken prior to explant or during explant. Also, it could not be determined if this broken wire was used in the patients¿ programs.